Event description:
The customer reported that during vitrectomy surgery the tip of an ophthalmic cannula was missing. The customer also reported that when she pulled the instrument out of the eye to see if the tip was in the eye and she stated don't see it in the eye. The procedure was completed with a new cannula. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).